Event description:
Healthcare professional reported via regulatory agency that the "patient reported deflation of the right side tissue expander and increased output from the drain which appeared clear in color." Affected side is right. The device has been explanted. Patient was replaced with another tissue expander.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "[patient reported] deflation of the right side tissue expander and increased output from the drain which appeared clear in color." Affected side is right. The device has been explanted.